Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a condition of "no sound on speaker". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported condition of no sound on speaker was reproduced. The cause was determined to be a failing rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.